Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor was unable to power on. Upon evaluation, the k1 relay was defective, inducing damage to the computer / analog (ca) board. The cause of the inability to power on is the defective relay. The root cause of the defective relay cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete incoming testing.